Event description:
(B)(4). Patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: persistent severe pain and discomfort in his right hp, groin and thigh which has increased over time; sensation of misalignment, weakness, decreased range of motion, and difficulty with activities of daily living such as walking and standing after being seated. Patients hip pops, clicks and catches. Physicians advised patient that he suffers from elevated levels of cobalt and chromium metal ions in his bloodstream due to his failed hip. As of (B)(6) 2011 patients cobalt level ws 2.2 and his chromium level was 1.5. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip.

Manufacturer narrative:
Depuy considers this complaint closed.

Manufacturer narrative:
Depuy considers this investigation closed.

Event description:
Update: (B)(4) 2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.